Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed. Additional info indicated that the customer changed out the cartridge and infusion set and has not received any further occlusion alarms.

Event description:
It was reported that the customer received multiple occlusion alarms. After closing the alarm, the customer received a cartridge alarm and the insulin gauge went to zero. The customer's blood glucose level was 220 mg/dl. During troubleshooting, tandem technical support had the customer reload the cartridge, but during the load process, the pump stopped fill tubing at 9.8 units and requested a minimum of 50 units. The system check could not be continued as the customer did not have extra supplies with her at the moment.